Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor cannula was short after removal. The customer's blood glucose value was unknown. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used partial sensor and found cannula broken; missing broken part. Unable to confirm customer received sensor in said condition due to customer returned opened/used. See image for details. Unable to confirm insertion/needle anomaly due to customer did not return insertion needle; only sensor